Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet system, which was resolved after guidance to toggle sensor types and reenter the sensor pairing code, resulting in successful pairing and restored function. No adverse clinical symptoms reported, no alerts, and no alarms. Outcomes included no clinical impact and no hospitalization. User support included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient pairing issue consistent with a communication or setup discrepancy between devices that was corrected through standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or intermittent connectivity issue resolved with standard troubleshooting.